Event description:
A report was received that the patient experienced pain at the battery site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician felt that weight loss could be the cause of the patient's pocket pain.

Event description:
A report was received that the patient experienced pain at the battery site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.